Manufacturer narrative:
Two opened and used sensors were inspected and no defects were noted on the introducer needle. The introducer needle passed per specifications. No insertion anomaly could be confirmed as the sensors were returned separate from the sensor base. One needle was missing.

Event description:
Customer reported the first night he started using the sensors, there was blood at the insertion site and the readings were inaccurate. The second night, the sensor would not puncture the skin. He eventually was able to insert the sensor manually. Customer's current blood glucose is 212 mg/dl. The faulty sensors are being replaced. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.